Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2017-apr-17 regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included non-malignant pain and spinal pain. It was reported that the patient was to undergo magnetic resonance imaging (MRI) due to a problem with the device or therapy. The MRI was being performed due to memory loss, which was possibly from overmedication. It was noted that the patient's notes did not state that the memory loss was possibly from overmedication. It was unknown when the symptoms began. No further complications were reported or anticipated.